Event description:
During a pacemaker generator/component exchange procedure utilizing the pulsar system, a nurse was holding the retractor for the surgeon and as the surgeon was de-bulking scar tissue the plasmablade was accidently activated while in contact with nurse¿s hand, resulting in a burn. The nurse scrubbed out to check her hand and the glove and found there was no hole in the glove, but you could see a visible red mark through the glove and once removed, a small blister less than 1cm on her left pinky finger. No treatment was necessary.

Manufacturer narrative:
(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 4.0 product number: ps200-040 lot number: fl50841046 expiration date: 2017-10-01 quantity returned: 1 testing performed: device packaging inspection: plasmablade¿ 4.0 device received in a cardboard box with no packaging to fill the negative space and within a single biohazard bag. Plastic tray and tyvek® lid returned; the device information was confirmed against the information listed within gch. Printed rga e-mail included. Device visual inspection: device is used with blood on body, handle, cord and charring of the electrode. All components appear in place, intact with no damage. There are no visual signs that can be related to the reported complaint description. Pre ¿ patient return electrode - returned however functional inspection is beyond the scope of this complaint investigation. Both cut and coag buttons have a definitive tactile feel. Functional inspection: -the plasmablade¿ 4.0 was connected to the complaint lab pulsar® ii generator and the expected e5 error code, end of life, was displayed indicating that the device had been successfully activated by a pulsar® generator prior to complaint investigation. -the device was tested for functionality via activation in grounded saline at cut setting-2 and coag setting-1producing acceptable results. -the device was tested for performance using chicken for ten minutes total activation time enabling alternation between modes at cut setting-10 for 5 minutes and coag setting-10 for 5 minutes producing acceptable results. -the device was tested at coag-6; the device functioned as expected with no failures. -¿the device is acceptable if the ¿glow¿, plasma field, around the edge of the blade is observed, an audible high pitch noise is heard coming from the generator when both buttons cut and coag are independently actuated¿ which was observed during functional inspection. Lhr review: a review of the lhr for lot # fl50841046 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained in gch was not duplicated in the laboratory environment. The device was tested for functionality and performance and met the product specification requirements producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator was representative of normal operation. The device responded normally via activation in grounded saline, chicken testing, and when connected to the generator for all activations when used in accordance with the IFU and the pulsar® ii generator operator¿s manual. Gch will be tracked and trended. It is plausible to suggest a likely cause of the failure the customer experienced is improper use since the device was inadvertently activated while the device was touching a nurse¿s hand causing a burn as such precautions are outlined in the IFU and apply specifically as listed below. Lbl-00165 rev. C ¿ plasmablade¿ 4.0 ¿ IFU ¿ instructions for use prior to initial use, ensure that all package inserts, including warnings, cautions, instructions for use, as well as the pulsar gen erator operator¿s manual, are read and understood. Inadvertent patient contact may result in burns. When not in use, place the device in a dry and nonconductive area away from the patient. Activation of the peak plasmablade outside the field of view could cause patient injury. When not in use, the device should be placed in the holster securely fastened to the surgical drape. Reference documents: 42-10-1020 rev. D ¿ work instructions for complaint investigations ¿ disposable devices 31-10-1368 rev. E ¿ product specification and quality plan ¿ plasmablade¿ 4.0 lbl-00165 rev. C ¿ plasmablade¿ 4.0 ¿ IFU ¿ instructions for use 70-10-1429 rev. B ¿ pulsar® ii generator ¿ operators manual 61-10-0017 rev. H ¿ device button tactile test procedure test equipment: (B)(4) control company ¿ lap top timer eqp#: 6794 pulsar ii generator (B)(4) eeprom bypass connector. (B)(4).

Event description:
During a pacemaker generator/component exchange procedure utilizing the pulsar system, a nurse was holding the retractor for the surgeon and as the surgeon was de-bulking scar tissue the plasmablade was accidentally activated while in contact with nurse's hand, resulting in a burn. The nurse scrubbed out to check her hand and the glove and found there was no hole in the glove, but you could see a visible red mark through the glove and once removed, a small blister less than 1cm on her left pinky finger. No treatment was necessary.

Manufacturer narrative:
Product event # (B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 4.0 product number: ps200-040, lot number: fl50841046, expiration date: 2017-10-01, quantity returned: 1. Testing performed: device packaging inspection: plasmablade¿ 4.0 device received in a cardboard box with no packaging to fill the negative space and within a single biohazard bag. Plastic tray and tyvek® lid returned; the device information was confirmed against the information listed within gch. Printed rga e-mail included. Device visual inspection: device is used with blood on body, handle, cord and charring of the electrode. All components appear in place, intact with no damage. There are no visual signs that can be related to the reported complaint description. Pre ¿ patient return electrode - returned however functional inspection is beyond the scope of this complaint investigation. Both cut and coag buttons have a definitive tactile feel. Functional inspection: -the plasmablade¿ 4.0 was connected to the complaint lab pulsar® ii generator and the expected e5 error code, end of life, was displayed indicating that the device had been successfully activated by a pulsar® generator prior to complaint investigation. -the device was tested for functionality via activation in grounded saline at cut setting-2 and coag setting-1producing acceptable results. -the device was tested for performance using chicken for ten minutes total activation time enabling alternation between modes at cut setting-10 for 5 minutes and coag setting-10 for 5 minutes producing acceptable results. -the device was tested at coag-6; the device functioned as expected with no failures. -¿the device is acceptable if the ¿glow¿, plasma field, around the edge of the blade is observed, an audible high pitch noise is heard coming from the generator when both buttons cut and coag are independently actuated¿ which was observed during functional inspection. Lhr review: a review of the lhr for lot # fl50841046 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained in gch was not duplicated in the laboratory environment. The device was tested for functionality and performance and met the product specification requirements producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator was representative of normal operation. The device responded normally via activation in grounded saline, chicken testing, and when connected to the generator for all activations when used in accordance with the IFU and the pulsar® ii generator operator¿s manual. Gch will be tracked and trended. It is plausible to suggest a likely cause of the failure the customer experienced is improper use since the device was inadvertently activated while the device was touching a nurse¿s hand causing a burn as such precautions are outlined in the IFU and apply specifically as listed below. Lbl-00165 rev. C ¿ plasmablade¿ 4.0 ¿ IFU ¿ instructions for use prior to initial use, ensure that all package inserts, including warnings, cautions, instructions for use, as well as the pulsar generator operator¿s manual, are read and understood. Inadvertent patient contact may result in burns. When not in use, place the device in a dry and nonconductive area away from the patient. Activation of the peak plasmablade outside the field of view could cause patient injury. When not in use, the device should be placed in the holster securely fastened to the surgical drape. (B)(4).